Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient reports having 3 accidents since implant on (B)(6) 2017. Patient doesn't feel stimulation and it was determined that therapy was off. It was reviewed that therapy needs to be on for it to be effective. Therapy was turned on and the issue was resolved. Patient should follow up with their healthcare provider (hcp) if the problem persists. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.